Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient experienced an inappropriate defibrillation event. Atrial fibrillation with a rapid ventricular response at 171 bpm contributed to the false detection. The patient was reported to be conscious at the time of the treatment. The response buttons were pressed intermittently during the entire event but not immediately prior to the treatment. The patient went to the hospital following the treatment. The patient continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient continued to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacturer date and usage of device: monitor (B)(4): 06/2012 - reuse. Electrode belt (B)(4); 05/2014 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trail (B)(4) (0.69% per patient month with 90% confidence).